Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar aneurysm at the anterior inferior cerebellar artery (aica) using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, a smart coil became stuck and would not advance from the starting position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 83.0, 138.0, and 139.0 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and was undamaged. The pusher assembly mid-joint (od) outer diameter could not be measured due to the kinks in the pusher assembly. The inner diameter (ID) of the introducer sheath was measured within specification. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink in the pusher assembly may result. During the functional test, the smart coil pusher assembly could not be advanced through its introducer sheath from the returned position. While attempting to re-sheath the smart coil properly, resistance was encountered due to an unknown material inside the introducer sheath, and therefore, the smart coil could not be re-sheathed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.